Event description:
During stent placement in the left renal artery, the visi-pro stent began to strip off the balloon. The stent had to be deployed in a position not desired by the physician. A second stent had to be used to cover the lesion. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.